Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left knee was revised due to patient complaint of pain and instability after suffering a fall. A mako uni knee was revised to a triathlon ps construct with augments.